Event description:
The needle separated from the subcutaneous (sub-q) set and was embedded in the pt's abdomen. It is not known when the separation occurred. The set was placed on the pt and was to be removed 3 days later per hospital policy when the needle separation was discovered. The sub-q set was being used to deliver dilaudid subcutaneously for pain relief in this terminally ill pt at a basal rate of 0.6mg/hr with a pca dose of 1.5mg every 15 minutes. During this time, the pt was given supplemental injections of dilaudid because they did not appear to be getting relief from the sub-q infusion. The sub-q needle was located by x-ray, but it was not removed due to the pt's condition. The pt did expire sometime after the incident, but according to the reporter their death was not related to the incident. No additional info has been made available.